Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 3 days after sensor insertion into the arm. On (B)(6) 2024, the patient¿s cgm was reading 130 mg/dl and the patient started vomiting. A bg meter reading was taken and was found to be 700 mg/dl. The patient was wearing a betabionics ilet insulin pump. The patient¿s grandmother drove the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 750 mg/dl. No cgm value was provided at this time. The patient was treated with an unspecified IV. At some point, while the patient was in the hospital, the patient¿s sensor failed. The patient was discharged home after 2 days when her bg meter reading was 120 mg/dl. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.